Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vest system contributed to the dislodgement of a percutaneous endoscopic gastrostomy (peg) tube wherein the patient was hospitalized. The parental caregiver reported the patient¿s peg tube dislodged. It was further reported that the patient¿s healthcare provider is unsure if the use of the vest system contributed to the tube coming out. There was no report of device malfunction. The patient was hospitalized for the peg tube dislodgement and aspiration pneumonia. After seven days the patient was discharged. No further information was available at the time of this report.